Manufacturer narrative:
During the requested site visit, the field service engineer inspected the analyzer and observed reagent residue between the mixer wash cup and the cuvettes. Service replaced and adjusted the mixer which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (B)(4), service history revealed no additional erratic or discrepant patient results reported as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to the issue. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem, and component replacement. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. A historic review of the part did not identify any trends, non-conformance's, or potential non-conformance's for the mixer. The current product monitoring review for the architect platforms found no systemic issues or trends for the issue associated with this ticket. Based on the investigation, no systemic issue or deficiency with the architect c4000, sn (B)(4), or the mixer, list number 09d53-03 were identified.

Event description:
The customer reported falsely elevated magnesium results on one patient generated on the architect analyzer. The results provided were: on 08jul2021 on serial number (B)(4) initial = 7.84mg/dl(normal range 1.6-2.6mg/dl) / retest = 0.68 / retest on sn (B)(4) = 0.66 and 0.68mg/dl. There was no reported impact to patient management.